Manufacturer narrative:
Continued e.1: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted and replaced with a non-abbvie device.